Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were multiple sleep call service alarms observed in the alarm history. During testing, the pump powered on to a blank display, but did have audio and vibration. The pump case was removed and there was no evidence of moisture or damage observed inside. The slave processer was unable to be reloaded; a failure was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).